Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0509 captures the reportable event of the suction button physical resistance / sticking.

Event description:
It was reported to boston scientific corporation that an orca was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026, for treatment of choledocholithiasis. During the procedure, the physician pressed the red suction button, but it became stuck in the depressed position. When the physician attempted to remove the button, it remained lodged in the valve port. A technician intervened and was able to successfully remove the button. The procedure was then completed using another device of the same model. There were no patient complication as a result of this event.